Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient experienced back pain after wearing the device for 6 hours. The patient also reported that he wore the device the next day for 1 hour with no pain. It was later reported that the patient spoke with his doctor and was told to stop using the spinalpak device if it is causing pain. It was later reported that the patient had no pain after the surgery. He was told by the sales representative to wear the device for 12 hours. The patient wore the unit from 12:30pm to 7:00pm and experienced pain. The patient was then told to try treating for only an hour and still felt back pain. The patient stated the pain level was 6 or 7 out of 10. The patient is going to physical therapy 3 times per week. Nothing else was prescribed or recommended by the doctor.

Event description:
It was reported that the patient experienced back pain after wearing the device for 6 hours. The patient also reported that he wore the device the next day for 1 hour with no pain. It was later reported that the patient spoke with his doctor and was told to stop using the spinalpak device if it is causing pain. It was later reported that the patient had no pain after the surgery. He was told by the sales representative to wear the device for 12 hours. The patient wore the unit from 12:30pm to 7:00pm and experienced pain. The patient was then told to try treating for only an hour and still felt back pain. The patient stated the pain level was 6 or 7 out of 10. The patient is going to physical therapy 3 times per week. Nothing else was prescribed or recommended by the doctor.

Manufacturer narrative:
Additional information - h4: device manufacture date, h6: method, results, conclusions. This follow-up report is being submitted to relay additional information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trends.